Event description:
Patient presented to the physician with swelling and pain at the ipg site. Imaging was performed, showing fluid accumulation at the site consistent with a hematoma. Physician prescribed pain medication. Patient returned for a follow-up appointment with improvement.